Manufacturer narrative:
Device evaluation: event log was checked and reported alarm led failed was confirmed. Resolution and disposition: power switch overlay was replaced then the problem was addressed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that during use at ICU, low-priority alarm: led error occurred. The unit was replaced. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.